Manufacturer narrative:
The event date is estimated. The method, results and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-00006, 3006705815-2020-00009. It was reported that the patient experienced ineffective stimulation. The patient had not been receiving effective stimulation for several months. As a result, the patient underwent surgical intervention where the leads and ipg were explanted and replaced. Effective stimulation was restored post operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.